Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had absence of no delivery alarm. The customer¿s blood glucose level was 9.1 mmol/ l at the time of the incident. It was reported they had noticed air bubbles in tubing and when they attempted to remove them, they did not see any drops at end of tubing and the insulin pump did not alarm with an occlusion alarm. Troubleshooting was not performed for absence of no delivery alarm. The insulin pump will not be returned for analysis.